Event description:
The hosp reported that during an off pump procedure, the base of the foot where it comes off the arm of the stabilizer rubbed a hole in the myocardium. The surgeon sutured the hole. No adverse outcome was reported by the hosp.